Event description:
Customer had been using the unit on a cracked tooth, she stated she had the tooth for a few years. Prior to the occurrence, she used the machine 3-4 times a week at a setting of 3 or 4. She stated that she visited her dentist and orthodontist regularly. We have refunded her for the unit, at this time she is seeking compensation for her medical expenses.